Manufacturer narrative:
Please note this event was reported to the manufacturer through the persist registry, as limited information was reported by the site including data on device relation, the manufacturer requested the internal clinical review of this event. As per internal clinical judgment the device relation is unknown at this time and the manufacturer is reporting in a conservative manner. The manufacturer is in the process of determining further information on the event including treatment provided, patient outcome etc. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as percival sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted

Event description:
The manufacturer was informed on (B)(6) 2017 of the following event from the persist registry. On (B)(6) 2017 the patient was hospitalized for endocarditis. Blood cultures were positive. Treatment was provided and changes to the cardiac medications (unknown). Event occurred 493 days after device implant. The perceval size 25mm had been implanted on (B)(6) 2016 via mini-sternotomy. Septal hypertrophy was present (18mm). A concomitant procedure was performed -sepal myectomy.

Manufacturer narrative:
The manufacturer was notified of this event via the persist patient registry. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2017 the patient was hospitalized for endocarditis. Blood cultures were positive. Treatment was provided and changes to the cardiac medications were made. The event occurred 493 days after device implant. The perceval size 25mm had been implanted on (B)(6) 2016 via mini-sternotomy. Septal hypertrophy was present (18mm), and concomitant septal myectomy was performed. On (B)(6) 2017, a second adverse event occurred, which was classified by the site as "splenic embolization determining infective splenic infarction". In light of the previous valve endocarditis, and while pending information on tte findings and other source documents, it cannot be determined if the emboli originated from the endocarditic valve.